Event description:
This is one of many filters that have clotted with no warning leaving blood unable to be returned to the patient. Patient required blood transfusion due the loss of blood in the circuit. There was no interruption of flow and at the time the prismaflex was under supervision by providers and rn's. No change in pressure. This seems to be an ongoing issue with the new st filters.